Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties were encountered. The patient presented with acute myocardial infarction. The target lesion was located in the mildly calcified and mildly tortuous mid circumflex artery. The maverick 2 monorail balloon catheter was advanced over a non bsc guide wire and angioplasty was performed. While removing the maverick 2 balloon catheter, resistance was noted between the balloon catheter and the guide wire. The physician attempted to pull with more force, but ended up removing the devices together as a unit. Upon removal, it was noted that the shaft of the balloon catheter had broken into two pieces approximately six inches from the distal end; however, both pieces remained on the wire. There were no additional patient complications reported and the patient's condition was reported as `fine'.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)